Event description:
On (B)(6) 2021, intuitive surgical, inc. (Isi) received FDA voluntary report with report #mw5104069 and the following event description: ¿stapler did not complete the full fire sequence, the reload blades erupted out with sharp edges.¿ isi has made multiple follow-up attempts to the reach out to the reporter and the surgeon to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. No image or procedure video was provided for review. The system/instrument logs cannot be reviewed at this time because there is insufficient information about the system number and instrument sequence number. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the sureform 45 stapler did not complete the full fire sequence, the reload blades erupted out with the sharp edges. Additional information such as if the staples were retrieved, or if surgery was completed is not available at this time.